Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a pt presented in the emergency room. Pt was diagnosed with tia (stroke). The coumadin dosage was not increased based on the I-stat results 2.3 and 2.6. Method- I-stat ¿ date: (B)(6) 2012, time: 12:12, inr: 2.3. I-stat ¿ date: (B)(6) 2012, time: 11:36, inr: 2.6. Based on the info available at the time, abbott point of care suspects that a possible injury may have occurred as a result of pt mismanagement though not confirmed.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the incident was identified and linked to an investigation was completed on (B)(6) 2012 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s food and drug administration.